Event description:
Follow-up report 2/17/95during a field service visit, it was determined that the operating room lightheads were london lights, mounted on a model 22000 series spring arm. The light assembly was installed by a previous distributor. The retaining collar was found to be in the up position, which allowed the clip to come out and the light head to fall. The retaining clip was not retreived.the hospital reported that the pt was uninjured, however the nurse was hit on the face in an area where she had been previously injured during an unrelated incident. No further details of the extent of the nurses injury were made available.